Event description:
Related to MFR report # 2183959-2012-01091. It was reported by plaintiff's attorney that the plaintiff underwent a revision on (B)(6) 2009 due to failure of the sling and persistent incontinence. Another miniarc sling was placed during the revision surgery. On (B)(6) 2012, the plaintiff underwent a second revision procedure due to "pain, erosion and persistent infection." It was alleged that the plaintiff has experienced severe mental and physical pain and suffering, permanent injury, permanent and substantial physical deformity, disability, impairment, and neuromas.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.